Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 10mm x 15mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 4atm. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. There were no complications, and the patient was in good condition after the procedure.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the complaint device was received for product analysis. No issues identified with the hypotube shaft. The polymer extrusion was stretched 4.9 cm from the distal tip, extending proximally to the exchange port. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Microscopic examination of the shaft identified a stretched inner wire lumen at 4.9 cm from the distal tip. A microscopic examination of the proximal and distal markerbands identified no damage. Bumper tip showed no signs of distal tip damage. Due to the damage on the shaft inflation could not be carried out as no liquid could go through the severely stretched shaft extrusion section, therefore, using a blade, the distal polymer extrusion was dissected, and the shaft was cut just distal to the stretched section. Using an inflation aid, it was possible to attach the aid to the dissected section of the polymer extrusion and inflate the balloon to the rated burst pressure (rbp) of 12 atmospheres (atm), as specified in the instructions for use (IFU) 51328366. The device was successfully connected to the inflation aid, and the balloon inflated without issue. The encore device was verified prior to use using the druck gauge. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 10mm x 15mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 4atm. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. There were no complications, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1- initial reporter facility name: (B)(6). E1- initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.